Event description:
During implant procedure, when the helix of the right ventricular (rv) lead was extended the rv helix was bent. The rv lead was not implanted and another rv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of helix damaged was confirmed. As received, a complete lead was returned in one piece with the helix found extended, bent and clean. Visual and x-ray examinations of the lead found the helix was bent consistent with procedural damage. The cause of the reported event was consistent with procedural damage.